Manufacturer narrative:
H3, h6: the navio drill, part number 101209, (B)(6) , used in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptoms may have been mechanical component failure, as the motor shaft wears over time, causing heat. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio ukr procedure, the anspach drill became very hot, and very noisy. They were able to finish the procedure with the same device without delay. No other complications were reported.